Event description:
It was reported that there was a motor stall on (B)(6) 2015 that never recovered. The patient had flu like symptoms of nausea, headache, and less than 50% therapy relief. Diagnostic testing was not required. The cause of the motor stall was unknown. The pump was explanted and would be returned when it was released from pathology. The patient status at the time of the event was alive with no injury, and was reportedly doing fine after explant. The pump system was being used to infuse fentanyl, and bupivacaine.

Manufacturer narrative:
Analysis of the 8637-40 serial number (B)(4) found gear train anomaly, corrosion and/or wear and/or lubrication. Analysis of the pump found gear train anomaly, stall due to shaft-bearing. Analysis found slight corrosion and moisture on gear wheel 3. Analysis found upper shaft wear under the residue of gear 2. (B)(4).

Event description:
The pump was used to infuse fentanyl 50 mcg/ml at 25 mcg/day, and bupivacaine 30 mg/ml at 10 mg/day.

Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).